Event description:
The event is reported as: an issue was reported regarding horizon clip applier. It was reported that the tips were not flush with each other when closed, causing the clip to cut the vessel that the doctor was trying to clip. Additional info regarding the event was requested. The additional info received stated that the surgeon used sutures to close the vessel. It was also stated that the applier had a yellow handle. No injuries reported.

Manufacturer narrative:
The customer states that they are aware that the IFU (information for use) indicates an inspection of jaw alignment prior to use. Mfg facility aware of reported issue. No catalog number, no lot number, and no sample available for eval. A follow-up report will be submitted if additional info becomes available.